Event description:
A customer reported experiencing a tandem mobi cartridge alarm, confirmed as cartridge alarm 35. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by confirming the malfunction and arranging for a replacement pump to be sent to the customer. The customer was instructed on how to put the current pump into storage mode before returning it to tandem and acknowledged understanding the need to connect their cgm and program their settings into the replacement pump. The pump was under warranty and the return process, including the use of a pre-paid label, was explained to the customer.